Manufacturer narrative:
23-dec-2024 product investigation results: complained product received. User handling was identified as root cause for the complaint.

Event description:
Head falls off: oral-b [device breakage]. Head is very loose: brush head doesn't lock correctly, oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush head was very loose on the oral-b toothbrush and fell off. The oral-b toothbrush head did not lock correctly. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head falls off - oral-b [device breakage]. Head is very loose. Brush head doesn't lock correctly - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush head was very loose on the oral-b toothbrush and fell off. The oral-b toothbrush head did not lock correctly. No injury was reported.